Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ultralink meter¿s casing and display cover were damaged and had white marks. There was no patient injury associated with this issue.. There was no indication that the product caused or contributed to an adverse event.